Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was low-90 mg/dl. Customer consumed carbohydrates to address bg level. It was also reported that the wake button was delayed in responding to touch. The customer reverted to an alternate method of insulin therapy.